Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed during the prime process. The blood glucose reading was 142mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during prime test and during the basic occlusion test due to protruded/loose drive support disk. No alarm. The insulin pump passed the error alarm test.